Event description:
(B)(4). Same case as 2134265-2012-06660; same patient as 2134265-2012-06661. It was reported that following a coronary artery stenting treatment procedure, the patient experienced angina. Lesion 1 was a de-novo lesion located in mid left anterior descending (lad) artery and mid to distal lad with 90% stenosis and was 6.00 mm long with a reference vessel diameter of 2.50 mm. The physician treated the lesion with pre-dilation using a 2.00 x 12 mm balloon, during which a dissection was noted (dissection grading b) proximally and distally. The dissection and the target lesion were treated with placement of two overlapping (2.25 x 32 mm proximal and 2.25 x 20 mm distal) taxus liberte stents, with 0% residual stenosis. Lesion 2 was a de-novo lesion located in proximal lad with 90% stenosis and was 10 mm long with a reference vessel diameter of 2.50 mm. The physician treated the lesion with direct stent placement using a 2.50 x 16 taxus liberte stent. Following post dilatation, residual stenosis was 0%. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient on a follow up visit presented with chest pain associated with shortness of breath. The patient was hospitalized and cardiac catheterization was recommended. At the time of event, the patient was taking aspirin and study drug prasugrel was discontinued. The 80% mid stenosis located in the mid lad was treated with 2.50 x 14 mm non bsc stent. Following post-dilation residual stenosis was 0%. The event was considered as resolved without residual effects and the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
(B)(6). Device is a combination device. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).